Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during dynamic hip system (dhs) procedure on (B)(6) 2020, the collum screw can slide on the plate and it couldn't go through the barrel of the plate. Surgeon used another plate to complete the procedure. There was surgical delay of ten (10) minutes. Procedure was completed successfully. There was no patient consequence reported. Concomitant device reported: dhs plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/100mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the visual inspection has shown that the positioning groove of the dhs/dcs screw is expanded and damaged. There are clearly visible impression marks form the wrench in the groove. Otherwise is the screw in a good condition without any visible damages. Dimensional inspection: feature/test/description: shaft outer diameter (near damage area) specification 7.9 0 /- 0.05 actual 7.89mm results "pass" feature/test/description: shaft 2-kt sw 7.15 (near damage area) specification 7.15 0 /-0.08 actual 7.13mm results "pass. The measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants for surgery, stainless steel. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Investigation conclusion: the returned dhs/dcs blade was examined and the complaint condition was able to be confirmed. The positioning groove of the dhs/dcs screw is expanded and damaged. There are clearly visible impression marks form the wrench in the groove. The investigation has shown that the deformation at the shaft surface of the blade is responsible and therefore the dhs plate could not be slide on the dhs/dcs blade shaft. The exact cause of the damage cannot be defined as there was just few information provided. Based on the information we received we can only assume that the connecting screw for insertion of dhs blade is not tight screwed in the blade during insertion which lead to the damage of the blade shaft. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part: 280.000s, lot: 4l99344, manufacturing site: balsthal, release to warehouse date: 21.june 2019, expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.